Event description:
This notification was opened for review of a dreamstation auto CPAP device with an allegation of smoke, coming out of the device. There was no allegation of patient harm/injury. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.